Manufacturer narrative:
The ICD system (device and leads) was reportedly explanted and replaced around (B)(6) 2014.

Event description:
Simultaneous increase of lv and rv pacing impedances was observed (above 3000 ohms). Preliminary analysis confirmed the reported event. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention).

Event description:
Simultaneous increase of lv and rv pacing impedances was observed (above 3000 ohms). Preliminary analysis confirmed the reported event. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention).

Event description:
Simultaneous increase of lv and rv pacing impedances was observed (above 3000 ohms). Preliminary analysis confirmed the reported event. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention).